Event description:
It was reported by service report tht the bed scale would not zero. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.